Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that x-ray images showed the nail had broken in-situ. The patient was full weight bearing on the nail as a builder post consolidation. The nail has been explanted. There was no patient injury as a result of the reported event.

Manufacturer narrative:
The nuvasive precice bone transport nail was not received for in person investigation. During visual evaluation of the provided x-rays and images, it was observed that the housing tube was broken, which confirmed the reported failure mode. The breakage was not determined to have been related to the manufacturing process or material failure. The probable cause of the failure is due to mechanical bending, in fatigue due to patient weight bearing activities. Per the eifu, contraindications include: "patients and/or families unwilling or incapable of following postoperative care instructions." The iqc inspection data for the lot of the housing tube was reviewed and confirmed the part met design specifications per the engineering drawings. Review of the device history records indicated the unit met all quality specifications and testing prior to product departure.

Event description:
No additional information was provided.